Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reloads were loaded into a pmv representative instrument for functional testing. The reloads were cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy procedure, the instrument did not fire and made a crunching noise. The device was able to be fired and all of the staples were deployed. To complete the procedure, another stapler was used. No patient injury or extension in surgical time.